Manufacturer narrative:
(B)(4) - there is temporal relationship between the liberty cycler and the episode of suspected but not confirmed pneumoperitoneum and subsequent hospitalization as noted by the pdrn. However, there is may be a possible causal association with this new patient to ccpd therapy and potential for the patient needing re-education and training by the pdrn, in particular, not clamping lines before priming the drain lines to prevent occurrence of pneumoperitoneum during ccpd treatments. Additionally, the patient is off renal replacement therapy while hospitalized and continuing to be monitored while the patient¿s physician team is determining the best course of action for the patient. The course of hospitalization is unknown as well as any medical interventions that may have occurred. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the complaint file were reviewed by a post market surveillance clinician. It was reported this peritoneal dialysis (pd) patient was experiencing neck and shoulder pain while dialyzing with the liberty cycler and hospitalized on (B)(6) 2017. On (B)(6) 2017, during a call from pd patient¿s clinic registered nurse (rn) it was reported this patient had been home for 4-5 days performing continuous cycler-assisted peritoneal dialysis (ccpd) therapy on the liberty cycler and was sent for a computerized tomography (CT) scan of her abdomen (unknown location and results). Per the pdrn a significant amount of air is noted in the patient¿s abdomen. The patient was admitted to the hospital on (B)(6) 2017 in no apparent distress without complaints of abdominal pain, nausea or vomiting. The patient¿s pd catheter and extension set were inspected and no cracks or cuts noted in either device. During hospitalization the patient underwent CT scans of abdomen and heart. Currently, the patient is off renal replacement therapy while hospitalized and continuing to be monitored while the patient¿s physician team is determining the best course of action for the patient. The discharge date is unknown as well as the course of hospitalization/length of stay. Medical records were requested.